Event description:
The patient's neurologist indicated that it was "difficult to tell" whether the patient's asystole was related to underlying cardiac issues. The patient's surgeon indicated that the asystole was believed to be related to the vns and that there were no external factors that could have caused or contributed to the event. No further relevant information is not received to date.

Event description:
It was reported the patient, who was a new vns implant, experienced asystole for approximately 3 seconds where the heart rate went down to 0 beats per min (bpm) while performing diagnostics during surgery. The system diagnostics were within normal limits and the patient is fine. No interventions were needed due to the asystole. It was further explained that the heart rate was around 65bpm throughout the surgery. The heart rate was immediately absent after the diagnostics were performed, the lab staff then tapped the heart rate monitor and the heart rate suddenly showed 80bpm before returned to 65bpm. The device history record for the generator was reviewed and it was found the generator passed all testing prior to distribution.